Event description:
It was reported that during a medical procedure the housing opened. The housing opening could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully, with no delay, adverse consequences, or medical intervention.

Manufacturer narrative:
The reported event was confirmed. The service technician observed the o-ring was larger than expected and it was difficult to close the battery housing.

Event description:
It was reported that during a medical procedure the housing opened. The housing opening could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully, with no delay, adverse consequences, or medical intervention.